Manufacturer narrative:
There was no report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cover manifold assembly was replaced to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in a leak greater than 4.5lpm preventing ventilation. There was no report of patient involvement.